Event description:
Ous MDR - during a follow-up on the (B)(6), it was not possible to determine the v threshold because no capture occurred for the highest output. The physician decided to replace the lead. Unfortunately the lead was destroyed before it could be returned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.